Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch vita meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6), 2012. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. On (B)(6), 2012, the patient reported blood glucose results of '205 mg/dl' with the subject meter and '80 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. About a week after, the patient claims he felt low blood glucose symptoms of sweating, body shaking and difficulty with his vision. The patient was administered a glucagon injection as treatment. At that time, the patient obtained a blood glucose result of '40 mg/dl' with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k082513.

Manufacturer narrative:
Follow-up (5/21/2012) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 5/7/2012 and 4/27/2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips - 4/26/2012. Meter - 5/3/2012.